Manufacturer narrative:
Malformed clip. The analysis results found that the el5ml device was returned in good visual condition and with one malformed clip in the jaws. The instrument wasc ycled, fed an formed 5 clips conforming and 1 malformed clip due to bypass issues. In addition the orange indicator did not show up after the device locked out. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reveiwed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device malfunction, froze up. Another device was used to complete the case. There was no consequence to the pt.